Manufacturer narrative:
The event involved no death or serious injury to the patient and the patient received their dose. The device was returned to sirtex and the broken/cracked piece was observed. A batch record review was performed and no abnormalities were observed during the manufacture of the batch. A retrospective MDR has been filed out of an abundance of caution due to the potential for serious injury if under dosing occur due to pressure/leakage.

Event description:
Luer-lock connection on d line cracked and broke off. As the doctor was finishing administration of sir-spheres, the outer portion of the luer-lock of the d line connection going into the d-vial, cracked and a piece flew across the inside of the siros box. At this point, 30 ml of d5 had already been administered through the d line, and 30 ml of 50/50 through the b line. The doctor was still able to administer an additional 10-15 ml of 50/50 through the b line and contrast flowed through the progreat microcatheter without a problem. Visual inspection of d/c line was done and no clumping of particles were seen. The doctor did not feel it was safe to continue administration through the d line with fear of building up additional pressure within the system. The case was completed at this time. Preliminary survey showed less than 5% residual left of the dose and no detection of radiation leakage within the siros dome. Thoughts are either a defective/thin plastic on the luer-lock area or when the d line connections were attached, that this was possibly done too tight. System was labeled to save for return to sirtex if they would like to assess the system.